Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. D2b: (dqy; lit), g3, h6 (device) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure utilizing the dorado pta balloon catheter. During the procedure, the balloon failed to maintain pressure while being inflated. The procedure was successfully completed with another device. There were no reported injuries to the patient.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. D2b: (dqy; lit). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure utilizing the dorado pta balloon catheter. During the procedure, the balloon failed to maintain pressure while being inflated. The procedure was successfully completed with another device. There were no reported injuries to the patient.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the dorado pta balloon catheter. During the procedure, the balloon failed to maintain pressure while being inflated. The procedure was successfully completed with another device. There were no reported injuries to the patient.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter returned for evaluation. Upon visual inspection, the sample was bloody throughout the balloon, catheter and luers of the device. No other anomalies noted to the device. During functional testing, an in-house presto inflation device was used to inflate the device, and water was noted to be leaking from the proximal balloon joint. The device was examined under the microscope, and a partial circumferential break was noted at the proximal glue joint. No other functional testing performed. Therefore, the investigation is confirmed for the reported leak and identified break as a partial circumferential break was noted at the proximal glue joint which may have prevented the balloon from holding the pressure. A definitive root cause for the reported leak and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b: (lit; dqy), g3, h6 (device, component, method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.